Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a replacement surgery procedure, after removing the socket, the ez out saw blade broke, the broken blade was removed using forceps. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was confirmed on receipt of the blade. A device history review (DHR) review was not possible in this event as the lot number was reported as unknown. The returned blade was evaluated by the product subject matter expert (sme) where from the analysis carried out, examining the remaining edges of the blade, showed visual damage to the part, showing that the blade was used in an aggressive manor up to the time of fracture. The instructions for use (IFU) for the ezout acetabular cup removal system (B)(4) include warnings under the section ¿to operate the handpiece¿ that outline the user is not apply excessive pressure in the form of bending, prying or excessive twisting, which may result in the bend or fracture of the blade or attachment. The IFU also contains a warning to always keep the device in line with the implanted cup axis and engaged with the plug while cutting.

Event description:
It was reported that during a replacement surgery procedure, after removing the socket, the ezout saw blade broke, the broken blade was removed using forceps. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.